Event description:
Upon review of the da vinci si system log review, an intuitive surgical inc. (Isi) field service engineer (fse), observed an 23022 error message on axis 1 indicating that a brake fault on a patient side manipulator (psm) occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The fse observed several 30 errors pointing at a red fiber cable between patient side cart(psc) and surgeon side cart (ssc). The fse cleaned the red fiber cable and the system faults cleared, system wheel tracker also cleared with no issues after cable cleaning. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The patient side manipulator (psm) was returned to intuitive surgical inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. Both harmonic drives were replaced as a correction. The a2 brake was also replaced for the weighted brake drop test failure. The arm was converted to 380900-02 with new brakes, gears brake bearings, and brake shaft. This complaint is being reported due to the patient side manipulator (psm) failing the weighted brake test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.